Event description:
It was reported during the catheterization process, the guidewire was found to be bent, and the catheter placement still failed after adjustment. This results in replacement, additional waiting and anxiety for both the clinician and the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.